Event description:
During a device replacement procedure for normal end of life (eol), the ventricular lead was unable to be disconnected from the device. The ventricular lead was disconnected from the device by damaging the device header during the procedure. The device was then replaced as anticipated. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.